Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use a resolute integrity drug eluting stent. The lesion was pre-dilated. It was reported that due to an acute bend and calcification of the target lesion, the stent could not cross the lesion. Due to multiple attempts to position the stent, stent struts got damaged. No patient injury reported for this event.

Manufacturer narrative:
Additional information : the target lesion was in the distal lad which exhibited calcification with 70% vessel tortuosity and 90% stenosis. The device was inspected with no issues. It was reported that resistance was noted while advancing the device to the lesion but no excessive force was used. The physician completed the procedure by balloon angioplasty. No stent was implanted. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The account has stated the resolute integrity stent was not at fault. The event was as a result of the patient's condition and the physician's manipulation situation. If information is provided in the future, a supplemental report will be issued.